Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel below the knee. The 2.0mm x 220mm x 150cm coyote balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 6 atmospheres on the first inflation. The device was withdrawn and removed completely from the patient. The procedure was completed using a 2mm x 150mm x 150cm coyote balloon catheter. No patient complications were reported and the patient's status was good.